Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and capsular contraction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female underwent a primary breast augmentation with saline mentor smooth round moderate plus profile 650cc breast implants and experienced bilateral deflation and bilateral capsular contraction post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the right side.